Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 345 which was determined to be a system error 322, which was experienced during evaluation. System error 322 was caused by an upper latch switch gap which was out of specification. The upper latch switch gap was adjusted to correct this issue. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a spectrum pump experienced a system error 345, which was clarified during baxter's evaluation as a system error 322. It was also reported there was no patient injury.